Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was found to be damaged when received, was confirmed. It was found that the hinges of the device were physically broken. The broken parts were replaced and the device was tested and found to be working according to specifications. The broken hinges are most likely a result of user mishandling of the device, probably due to a fall during transport or storage. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
As reported by the customer, the replacement unit on a complaint reported last week arrived with damage. No patient or case involved.